Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment and was implanted with a najuta stentgraft (kawasumi laboratories inc). Post deployment of the najuta stentgraft, touch-up ballooning was performed using a gore® tri-lobe balloon catheter (bcm1634j/11242776). It was reported that the left common iliac artery was ruptured during manipulation of either the delivery system of the najuta stentgraft; or the gore® tri-lobe balloon catheter. Additional stent grafts were implanted to repair the rupture. The patient tolerated the procedure. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2015, it was reported that the patient died at home. The cause of death is unknown.